Event description:
Boston scientific received information that during a revision procedure this right ventricular lead which was implanted in the left ventricular port for pacing was tested with the device to determine if this lead could be used instead of the implanted right ventricular lead (0185), which was faulty. Upon connecting this lead (0148) to the device out of range shocking impedances were noted, thus this lead was not used. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated